Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that a DHR reviewed was performed for subject model otv-s7proh-hd-12e and serial number (B)(6) , there was no abnormality noted. The device was manufactured in 2011 and it has been in service at the customer¿s site over 9 years. (Durability year: 5 years). The legal manufacturer reported that the most probably causes for the reported ¿no output¿ was that the cable was disconnected due to the applied unexpected external force. It is considered that the coupler mount was loosen due to the age-related deterioration.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint was not confirmed. However, found an intermittent noise in the image, when the cable was being moved/manipulated. A cable shortage was identified. The coupler scope mount is loose causing a wobbly image. The device was repaired and returned to the customer. The instruction manual states ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. Otherwise, the camera cable could become damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Doing so could damage the cable.¿

Event description:
The service center was informed that there was no image from the camera. The device was inspected and no damage or abnormalities were observed. There was no patient involvement report.